Event description:
Efforts to place the robotic arm interactive orthopedic system in normal operating configuration were unsuccessful due to a robotic arm communication error. Efforts to resolve the issue in the operating room were not successful, and the surgeon chose to convert from the planned makoplasty uka procedure to an alternative procedure utilizing another manufacturer's medical device.

Manufacturer narrative:
Service examination of the impacted rio system found a circuit board responsible for processing information from one of the joint encoders was not properly seated. This resulted in a poor signal connection and caused the system to shut down (as designed). The rio system circuit board associated with the failure was replaced and the replacement unit installed in the impacted rio. System function was verified, the repaired system subjected to a manufacturer designed field stress test to further verify the robustness of the repair, and the repaired unit returned to service following successful completion of testing.